Manufacturer narrative:
Pump was received with cracked end cap, cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was 160 mg/dl at the time of incident. Troubleshooting found that the bottom part of the pump is coming apart. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.